Event description:
Received medwatch from FDA: uf/imp report (B)(4) regarding a 1104hmc ventricular bolt monitor. The following info was provided; a craniotomy was going to be performed when it was immediately noted during testing that the unit did not function. The staff picked another kit and moved forward with the surgery. There was no revision required, no delay and the pt did not incur an injury as a result of this event.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.